Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent olif at l3-l4 levels. During posterior spinal fusion performed, implant was confirmed to be backed out on CT image taken with o-arm. Olif instruments were prepared emergently and the cage could be re-inserted without further problem. The event extended the surgical time for 31 - 60 minutes. The product used in the patient. No patient complications were reported.